Event description:
It was reported that while setting up for a procedure, a disposable device was attached to a hand piece and plugged into the generator and the generator displayed "device not found." A second disposable and a second hand piece were used to complete the procedure and there were no consequences to the patient.

Manufacturer narrative:
(B)(4). Nose cone the handpiece was returned attached to a disposable instrument. The handpiece was removed from the instrument and it was noted that the nose cone was cracked. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. However the handpiece was connected to the generator, it recognizes the handpiece and it had communication between both. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality.